Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded some untreated events due to non-physiologic noise oversensing. Technical services (ts) reviewed the episodes and recommended troubleshooting to discard any integrity issues with the s-ICD system, and suspected the issue is related to the sense b noise issue. Provocative maneuvers did not reproduce the noise, and the physician decided to reprogram the vector configuration to alternate and extend the time to therapy. Ts recommended instead to reprogram the vector configuration to secondary and ultimately explant the s-ICD system if the sensing issue keeps recurring. Eventually, both the s-ICD and this implantable electrode were explanted and replaced due to inappropriate shocks delivered due to oversensing, caused by a suspected electrode fracture. This implantable electrode is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded some untreated events due to non-physiologic noise oversensing. Technical services (ts) reviewed the episodes and recommended troubleshooting to discard any integrity issues with the s-ICD system, and suspected the issue is related to the sense b noise issue. Provocative maneuvers did not reproduce the noise, and the physician decided to reprogram the vector configuration to alternate and extend the time to therapy. Ts recommended instead to reprogram the vector configuration to secondary and ultimately explant the s-ICD system if the sensing issue keeps recurring. Eventually, both the s-ICD and this implantable electrode were explanted and replaced due to inappropriate shocks delivered due to oversensing, caused by a suspected electrode fracture. This implantable electrode is expected to be returned for analysis and no additional adverse patient effects were reported.